Event description:
Was called into an operating room that a pyxis anesthesia cabinet was not functioning. Found the machine with an hour glass on the home screen, the anesthesiologist could not access medications for the patient. Reported to carefusion/pyxis they are currently investigating in the customer technical advocacy group. Their initial finding were reported as it appears as though a glitch is present where if someone pulls on a specific drawer while not logged in that the pyxis will lock out. The only fix being to reboot the device which takes at least a minute and a half. This was also determined to be the cause for another anesthesia cabinet to freeze the day before. The technical rep stated that another hospital had reported a similar incident with the same outcome the week before. Dates of use: (B)(6) 2010.